Event description:
A customer reported that the "perfusion condition was worse" causing the anterior chamber to be unstable during surgery. The product was exchanged and the procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).